Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during a diagnostic gastroscopy procedure the disposable biopsy forceps did not cut properly when sampling the gastric mucosa. The issue resulted in a laceration of the mucosa causing bleeding and requiring a clip. The procedure time was extended for 15 minutes due to the event. There was no further patient impact reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and no reportable device defects or abnormalities were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event was likely due to the following factors: 1. The approach to the tissue was poor and the cups were not pressed against the tissue sufficiently. 2. The tissue was difficult to resect. 3. The cusp did not close completely due to excessive grasping. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example: posing an infection-control risk; causing tissue irritation, perforation, bleeding, or mucous membrane damage. It may also result in more severe equipment damage.¿ ¿if you use the instrument several times during one procedure, confirm that there is no irregularity with its operation and appearance, each time you use it. Do not use the instrument if you detect any abnormality. The breakage of the distal end such as the operation wire¿s detachment could cause mucous membrane damages.¿ ¿do not force the instrument if resistance to insertion is encountered. Reduce the endoscope¿s angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument.¿ ¿always have a spare instrument available.¿ ¿biopsy may cause bleeding. If you take a large sample or press the instrument¿s distal end against tissue excessively, the risk of bleeding will increase. Perform biopsy on minimum necessary spots only.¿ this supplemental report includes an update to d9 and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.